Manufacturer narrative:
The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. No damages or defects were observed that would contribute to the pod not delivering insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs.

Event description:
It was reported that the patient experienced a high blood glucose level of 371 mg/dl, confirmed by a finger-prick test, which led to an emergency room visit on (B)(6) 2026 due to hyperglycemia accompanied by ketones. The customer described the ketones as ¿poison in the body,¿ and no formal medical diagnosis was provided by the healthcare team. At the hospital, insulin was administered by the physician using a new pod, after which the patient was stabilized and discharged approximately 10 minutes later. The original pod was not worn during medical care as the patient had already replaced it. No further information was provided.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.